Event description:
It was reported to medtronic minimed that the customer experienced damage case battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Informed customer about product replacement/return policy. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1884l was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into the reservoir compartment during testing. After multiple battery replacement units persisted on blank display. Pump received with blank display due to battery tube spring missing. Unit also received with broken battery tube threads, cracked case (battery tube), cracked case on battery side, scratched case and stained keypad overlay. In conclusion, the unit came in with a blank display due to battery tube spring missing. Unit was also received with cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.